Event description:
Procedure: vascular. According to the reporter: clips come out disfigured and handle does not close after clip misfires a vein was shredded as a result.

Manufacturer narrative:
(B)(4).